Event description:
Device malfunction - none. Symptom ae - bradycardia/sinus pause requiring pacemaker. Time of symptoms ae - post procedure. It was reported that the pt underwent a right internal carotid stenting procedure for an 85% lesion in 2007. It was further reported, that post procedure marked bradycardia with 2nd degree sa block (mobitz1) with incomplete right bundle branch block was seen and confirmed on the EKG. No medication was given and hypotension was not associated with these episodes. A permanent pacemaker was implanted. Pt discharged home two days later. No add'l info available.

Manufacturer narrative:
The lot history record was reviewed. There are no non-conforming material reports associated with this lot number.